Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed in the device log and intermittently during stress testing; however, the issue could not be consistently reproduced. Internal inspection identified a dislodged primary shield, though it could not be confirmed that this condition caused the reported event. The analog board was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.